Manufacturer narrative:
The device was explanted on (B)(6) 2025. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Device cannot be interrogated and remains implanted. Patient is in the hospital. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device was explanted (B)(6) 2025. The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were reviewed and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. The ipg was subjected to an electrical analysis, revealing that the device could not be interrogated. Next, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. During the further course of the analysis the device could be re-initialized successfully without any difficulties. The pacemaker¿s memory content was inspected. The inspection revealed that the clinical observation resulted from an invalid memory content in a specific memory area which most likely occurred on (B)(6) 2025. The root cause for the invalid memory content was not determinable. However, in case of invalid memory content in that specific area the device is not interrogable. The affected memory area does not influence the ability of the device to deliver therapy. The ability of the device to deliver therapies was verified after the re-initialization. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. Additionally, a stress test under different temperature environments was performed revealing no anomalies. There was no indication of a device malfunction. In conclusion, the clinical observation resulted from an invalid memory content. The root cause for the invalid memory content was not determinable. However, external influences such as strong electromagnetic fields could be taken into consideration. After a manual correction of the invalid memory content the device was operating as specified. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Device cannot be interrogated and remains implanted. Patient is in the hospital. No adverse patient events were reported. Should additional information become available, this file will be updated.

Event description:
Device cannot be interrogated and remains implanted. Patient is in the hospital. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.